Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The transducer was visually inspected and tested finding it was functioning as expected. The system has returned to service with no similar issues reported.

Event description:
It was reported the x8-2t transducer failed the electrical safety test. The transducer was associated with an epiq 7c ultrasound system. This issue was found outside of clinical use and there was no patient or user harm. The service engineer confirmed the reported issue and replaced the transducer to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.